Manufacturer narrative:
Failure analysis noted that the pump had no button response due to corroded keypad traces. The pump had cracked display window corner, cracked reservoir tube lip, cracked belt clip slot and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The customer's blood glucose reading was 130 mg/dl. The customer stated that there was no response from any button. The customer was advised that the pump would be replaced. The insulin pump was returned for analysis.